Event description:
Customer reported a grinding noise, and an intermittent error requiring reboot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned dust from the rotation wheel, was unable to reproduce the error code problem. System operates as intended.